Event description:
It was reported that the patient experienced four infusion sets tubing leakage event at the site which led to hyperglycemia and got treated with correction injection via multiple daily injections (mdi) on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.